Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a lost sensor alarm. It was also reported that sensor was not releasing from serter. Customer's blood glucose was 94 mg/dl. When customer was removing the sensor, it was found that the cannula broke off into the skin. Customer was able to remove cannula and it was still in tact. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Also found needle separated from sensor base. Unable to perform insertion needle complaint due to customer returning sensor opened and used.